Event description:
It was reported on (B)(6) 2015 that the patient¿s vns device has been turned off for many years due to health issues and lack of efficacy. The physician reports that the patient is a non-responder to vns therapy and has always had breathing problems and eventually chose to discontinue vns since the issues were not improving. The vns therapy was reported as worsening her breathing issues.